Manufacturer narrative:
1718912-2016-00003 is associated with argus case (B)(4) biotene mouth spray (savannah).

Event description:
Chemical burned tongue [chemical burn of oral cavity]; burning sensation on tongue/sensitive tongue/burned tongue [burning tongue]; injured tongue [tongue injury]. Case description: this case was reported by a consumer and described the occurrence of chemical burn of oral cavity in a (B)(6) male patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number unk, expiry date unknown) for product used for unknown indication. In (B)(6) 2015, the patient started biotene mouth spray (savannah) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene mouth spray (savannah), the patient experienced chemical burn of oral cavity (serious criteria gsk medically significant), burning tongue and tongue injury. Biotene mouth spray (savannah) was discontinued (dechallenge was positive). On an unknown date, the outcome of the chemical burn of oral cavity, burning tongue and tongue injury were recovering/resolving. It was unknown if the reporter considered the chemical burn of oral cavity, burning tongue and tongue injury to be related to biotene mouth spray (savannah). Additional information, the consumer reported that he used product for about one week and that he experienced the events of tongue injury, tongue sensitivity, a burned tongue, chemical burn on tongue and burning sensation on his tongue. The consumer stated that all events above have improved since he stopped using product five days ago but they were still ongoing.